Event description:
The incident occurred 10/8/96, when they were experiencing problems with synchronization with the infant, the infant was having periodic breathing. The ventilator displayed 200 breaths per min followed by a clicking noise, low pressure alarm, and decreased cycling. The hosp stated that it would give the mandatory breaths but not the synchronized breaths. The infant was male, 26 wk gestational age post intracranial bleed. The infant had been on the ventilator less then 24 hrs placed on at 4:30 pm to they changed ventilator at 7:00 am. There were no lasting efects to the infant as a result of this event and the infant was later extubated and off of ventilatory support.